Event description:
It was reported that on (B)(6) 2025, the patient experienced a major fungal infection. The patient had positive blood cultures. Medical therapy was administered. The device was not thought to be related to the infection, as the patient originally carried candida in sputum and urine, and developed candida albicans bacteremia in (B)(6) 2023. This time, candida was not detected in urine and sputum cultures, but candida albicans was detected only in blood cultures. This suggests the patient's poor general condition may have led to a relapse of a latent infection. The onset of the patient infection was investigated under manufacturer report number: 2916596-2023-08786.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.